Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that for the last few days they have been feeling a prickly sensation at the implant site. The patient stated that if they touch the implant in a certain spot or move a certain way, they feel the sensation. The patient confirmed that they have not had any falls or trauma, and that the area had always been a little sensitive due to the location of the implant. When asked for further details, patient said it wasn't a prickly sensation, but there was always a reminder that it was there when wearing clothes or getting into a car, "like ooh, ow that hurts." The patient mentioned that last night when they were trying to sleep, they had to lay a certain position to keep the sensation from happening. The agent suggested patient could try turning therapy off to see if the sensation subsided and to contact their managing healthcare provider (hcp) to update them of this symptom.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the sensation at the ins site was not determined during the rescheduled appointment on may 5th and no likely cause or steps taken towards resolution were noted. The hcp indicated that the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the sensation at the ins site was unknown and no likely cause was provided. When asked the steps taken/will be taken to resolve the issue, the hcp indicated "patient was provided with an appointment. Patient cancelled appointment. Patient rescheduled (B)(6) 2025." The hcp noted it was unknown if the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.